Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) prematurely from their implantable cardioverter defibrillator which resulted in acceleration of the patient's arrhythmia. The patient eventually received a shock which cardioverted them successfully. The patient's health status was unknown.